Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely elevated sodium (na) result. Hsc reviewed the information provided by the customer and instrument data. A siemens customer service engineer performed routine maintenance procedures and replaced the integrated multisensor technology (imt) rotary valve and imt tubing. Replacement of these parts is considered normal troubleshooting or maintenance. A potential product issue has not been identified. The cause of the event is unknown. The system is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
One discordant falsely elevated sodium (na) result was obtained on a patient sample on a dimension vista® 1500 intelligent lab system. The discordant result was reported to the physician(s) who questioned the result. The same sample was reprocessed on an alternate dimension vista® instrument. The reprocessed result was lower than the discordant result. The reprocessed result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant result.